Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Update rec'd 3/12/2013- ppd and medical records received. A correct doi and dor was provided. Litigation alleges dislocations, pain and increased metal ions. The patient was previous revised for dislocation on (B)(6) 2010, but the cup wasn¿t revised. The cup has already been reported on (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The litigation alleges that patient experienced extensive pain and discomfort, as well as complications that were a result of dislocation of the hip prosthesis. Additionally, it is alleged that patient had excessive levels of cobalt and chromium in the blood. Doi: (B)(6) 2011 - dor: none reported (right hip). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges that patient experienced extensive pain and discomfort, as well as complications that were a result of dislocation of the hip prosthesis. Additionally, it is alleged that patient had excessive levels of cobalt and chromium in the blood.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.